Manufacturer narrative:
Our field service engineer (fse) was on site to investigate the issue with o2 concentration value. Hospital's air wall gas supply value during inspection found to be stable. However, the logs showed that on (B)(6) 2021 at 11:30:17, the ventilator alarmed for o2 supply pressure: low and after o2 concentration low for about 15 seconds. Pre-use check was performed and ventilator passed all the functional and safety tests. No parts replaced and no issue was found. The root cause of the reported issue is most probably a temporary fault with the hospital's air wall gas supply.

Event description:
It was reported that the ventilator alarmed for low o2 gas supply pressure and low o2 concentration. There was no patient harm. Manufacturer's ref.#:(B)(4).